Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Investigation found that the dso seal was torn. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the button port prong broken and clamp broken. The investigation also found that the dso seal was torn.